Event description:
The customer reported the device "suddenly switched off and can no longer be started." No consequences or impact to patient were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated and passed functionality testing. The log file analysis found no errors or failures. The device was placed in the burn-in oven for 16 hours and no errors or failures were observed throughout duration of the test. Battery diagnostics were tested and resulted in acceptable voltage; however had low full charge capacity. The reported issue was not duplicated. Initial reporter phone # is entered as "0000000000" to meet the maximum allowable characters. Initial reporter phone # is: (B)(6).

Event description:
The customer reported the the device "suddenly switched off and can no longer be started." No consequences or impact to patient were reported.